Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. An x-ray was obtained with this complaint. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has determined that this product code is obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.